Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 5 years and 10 months following the implant of a transcatheter aortic valve, valve stenosis was identified as well as mild to moderate eccentric transvalvular regurgitation directed towards the anterior mitral valve leaflet. Additionally, leaflet thickening with reduced leaflet excursion of the bioprosthetic aortic valve was identified.

Event description:
Additional information was received that the transcatheter aortic valve (tav) was implanted into a previous surgical aortic valve. Prior to the valve implant, the mean gradient was 30 millimeters of mercury (mmhg). Following the valve implant, the mean gradient reduced to 8.4 mmhg. The implant depth at the right coronary cusp (rcc) was 3 millimeter (mm) and 4 mm at the left coronary cusp (lcc). The non-coronary cusp (ncc) depth was not noted. No evidence of thrombus was noted on the tav. A tav-in-tav procedure is planned as treatment for the failed tav but the date has not been determined.

Manufacturer narrative:
Updated data: b1, b2, b5, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.